Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported they attempted to change occlusion and the knob was frozen. The user reported the surgical procedure was completed successfully, and there were o adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.